Event description:
It was reported that a balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured. The procedure was completed using another of the same device and device was successfully removed without any issues using the standard procedure. There were no complications, and the patient was in good condition after the procedure.